Manufacturer narrative:
.

Event description:
It was reported that the vns patient underwent generator replacement surgery on 04/28/2014 due to battery depletion. The explanted generator was returned to the manufacturer for analysis. Review of the data indicated that the pulse disabled byte was set to a value that represents a vbat eos threshold condition. All subsequent testing was performed with the device output re-enabled. The battery voltage was 3.072 volts (not at ifi). Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. A reason for the pulse disable condition could not be determined and an eos condition was not duplicated. Attempts for additional relevant information have been unsuccessful to date.